Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the power pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c4.  The shorted capacitor caused an internal land on the power pcb between capacitors c4 and c25 to become open.